Event description:
PICC (peripherally inserted central catheter) nurse called to bedside of patient to assess wet dressing. PICC rn assessed and noted that PICC dressing was wet and biopatch was soaked. PICC rn lifted dressing and noted the PICC leaking IV fluids at the hub. PICC was removed and md notified. Bedside nurse reported that dressing had been changed 2 hours prior to the line leaking.